Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's lead exhibited high impedances. As a result, surgical intervention may be undertaken to address the issue.